Event description:
It was reported that during a da vinci cystectomy procedure, the vessel sealer instrument could not be applied properly. On 05/12/2015, intuitive surgical, inc. (Isi) obtained additional information from the customer. The instrument was used for approximately 2-3 hours; however, the surgeon reported not enough energy was being delivered for sealing/ cauterizing. The vessels were not calcified or over 7mm in diameter. Audible beeps were heard but no error messages were displayed. Energy could not be increased manually from the generator. The same issue occurred with a second vessel sealer instrument. The planned surgical procedure was completed using different instruments. There was no patient harm, adverse outcome or injury reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the vessel sealer instrument did not achieve proper seal.